Event description:
It was reported that the pt experienced a popping sensation near the mid back incision site while sitting. Reportedly, stimulation changed shortly thereafter. Follow up x-rays revealed a lead migration. Surgical intervention was undertaken on (B)(6) 2014, where the lead was repositioned. Stimulation was effective postoperatively. The issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.